Event description:
It was reported that patient with a history of infection and revision procedures underwent a revision knee arthroplasty on (B)(6), 2010 due to a fall. A subsequent revision procedure was performed on (B)(6), 2011 to remove and replace all knee components with antibiotic spacers due to infection. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 5 of 8 mdrs filed for the same patient / event(s) (reference 1825034-2011-00792 / 00799). This report filed (B)(4), 2011.